Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during an esophageal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a refractory benign stricture. In the past, the stricture had been dilated multiple times over a long period of time. The stricture was 7-8mm in diameter and was located 30cm down the esophagus from the incisors within the distal esophagus. The stricture was noted to be very tight. The stent placement was completed successfully without issues. The physician planned to remove the stent on (B)(6) 2012. On (B)(6) 2012, the patient presented at the hospital with a hemoglobin of 6 (units not provided). The patient was admitted and stabilized. The patient was scoped and it was discovered that the stent had migrated into the stomach. The stent was noted to be impacted with food. No stricture was present in the esophagus. The stomach was full of blood clots. In addition, a tear was detected in the hiatal hernia, which was not actively bleeding. The stent was removed from the patient with forceps and the patient was sent to the ICU. Later that afternoon/evening, the patient awoke in the ICU violently vomiting blood. The patient was scoped again; however, the bleed could not be controlled and the patient passed away. In the physician's assessment, the cause of death was the bleed from the hiatal hernia. The physician suggested that the tear may have been deeper than initially perceived. The physician stated that the stent could have migrated due impaction with food, resolution of the stricture, or the patient eating. The physician suggested that the stent migration may have caused the tear in the hiatal hernia but could not confirm. Note: from the information available, this device was not used per the directions for use (dfu). According to the intended use/indications for use section of the dfu, "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." However, the complainant reported that the device was used to treat a refractory benign stricture.

Manufacturer narrative:
Age at time of event: although the exact patient age is unknown, the patient was reported to be over 18 years of age. Upn: although the exact upn is unknown, the device was reported to be a wallflex esophageal fully covered stent system. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) - the reported events of stent blocked and stent migrated. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.